Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the physician noted some resistance while using the device to access the ureter and the tip of the access sheath broke off while inside the patient's urethra. They used another navigator access sheath to complete the case without any harm to the patient. The tip that detached was retrieved using a grasper. There were no unusualities noted with the patient¿s anatomy the condition of the patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
Visual analysis of the returned navigator access sheath was performed. Following a detailed device analysis it was found out that the tip of the dilator was detached and was not returned. There is not enough information to be able make a determination of the most likely cause for this complaint, thus the root cause assigned for this complaint is undeterminable. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the physician noted some resistance while using the device to access the ureter and the tip of the access sheath broke off while inside the patient's urethra. They used another navigator access sheath to complete the case without any harm to the patient. The tip that detached was retrieved using a grasper. There were no unusualities noted with the patient's anatomy the condition of the patient was reported to be stable at the conclusion of the procedure.